Event description:
As reported, the device was found with abnormal image. The intended unspecified procedure was completed with the same device. The issue found after use. There was no patient harm or injury reported due to the event. No user injury reported. Device evaluation found dvi terminal defect (circuit board failure) causing no image. This event is being submitted due to circuit board failure and no image.

Manufacturer narrative:
Device inspection found the dvi terminal on the dp board was severely corroded and therefore there is no image from the dvi terminal. In addition, the image was noted to be flickering and noisy. The customer reported issue based on evaluation findings could be confirmed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
(B)(4). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. From the facts obtained in the investigation, the cause was presumed to be the corrosion of the digital visual interface (dvi) terminal. However, the cause of this corrosion could not be further determined. Olympus will continue to monitor field performance for this device.